Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter gens system did not provide blast flagging for a sample that contained blasts. Pathologist review of a finger stick smear that was prepared as part of a bone marrow aspiration, revealed 7% blasts. There was no death or injury. Patient treatment may have been delayed.

Manufacturer narrative:
A field service engineer (fse) went on-site and serviced the instrument. Per raw data analysis, the detection of any subsequent flags (blast flags) is significantly reduced by the amount of debris/nrbcs and the number of available white cells for analysis. However, an instrument flag was provided to alert the operator to further review the results.